Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the right ventricular lead was noted to be dislodged. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The lead was returned for dislodgement. A complete lead was returned in one piece with the helix extended. The lead was found to be bent, consistent with procedural damage, and clogged with blood/tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. All the damages found are consistent with procedural damage.